Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The insulin pump was received with a cracked case at the display window corners, cracked reservoir tube,cracked reservoir tube window, cracked battery tube threads, minor scratches on the display window, a missing end cap sticker and a partially broken reservoir tube lip. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for a compromised force sensor system. The blood glucose reading was 225 mg/dl. The customer reported that the insulin pump had not been dropped or bumped, but that the drive support disk was sticking out. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.